Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer rolled over the pump and as a result the touch screen became shattered and unresponsive. Customer¿s blood glucose was 600 mg/dl; cause was unknown. Manual injections were used to address the customer's high blood glucose. Customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged touchscreen issue was verified. Functional testing was performed and no failure was identified related to the reported high blood glucose issue.